Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). During follow- up, there was a cutaneous pocket infection noted. The cutaneous pocket was revised to resolve the event. The patient was in stable condition throughout the event.